Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer adjusted the pump settings, and accidentally entered an incorrect basal rate. Customer's blood glucose (bg) ranged between 94-330mg/dl. A manual injection was administered to address bg level. Tandem technical support assisted the customer with correcting the settings.